Event description:
A malfunction with code malf 15 was reported, and technical support assisted the customer in resetting the pump. There was no information provided on whether the customer's blood glucose level exceeded 500 mg/dl, as the customer declined to answer. After resetting, the malfunction did not recur, and the customer was informed they could continue using the pump and to contact support if issues persisted.